Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the hard drive health was less than 100% and it was therefore replaced and reimaged as a preventive. Analysis also found that the display screen was loose, the system fan was noisy, the upper hinge plate was worn, the lower case and power cord bay were scuffed and that the electrocardiogram connector on the link electronic module (lem) board was loose. All found defective parts were replaced and the lem board calibrated. (B)(4).